Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that the compressor was overheated. The fse cleared the dust and refitted the compressor. Unit passed all calibration, functional, and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) displayed maintenance required # 4 (compressor over-temperature condition). There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11 corrected fields: h4.

Event description:
N/a.